Event description:
Had the essure procedure done on (B)(6) 2014. Had horrible cramping, bleeding, lower back pain, headaches, insomnia, infection, since it was put in. My body is rejecting the device. I'm having surgery today to have it removed.